Event description:
A pt reported experiencing inaccurate high results with a ot basic meter. The pt's blood glucose results were 8.9 mmol and 6.7 mmol. Tests were done within 20 mins with a difference of 25%. Pt did not experience any adverse events. No further info has been reported.